Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for evaluation, the customer¿s complaint cannot be confirmed. Therefore, the root cause of the reported failure cannot be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." This supplemental report includes a correction to e3 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A company representative, on behalf of a user facility, reported that the tip of the non-cf resectoscope metal sheath, 24 fr fell off in the patient and was not retrieved due to concern about tearing the ureter. The patient was admitted for observation. Additional information was requested multiple times regarding the outcome and other event details, but was not received.